Event description:
It was reported that the right atrial (ra) lead had no capture and elevated thresholds due to dislodgement. The ra lead was repositioned and remains in use. It was noted that ra lead was repositioned three times. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).